Event description:
It was reported that the lot # and expiration date were printed on the edge of a polybag of bd ultra-fine¿ insulin syringe, and it was hard to read.

Manufacturer narrative:
Investigation summary: customer returned (7) 1/2cc, 12.7mm, 29g syringes in a sealed poly bag from lot # 8099658. No samples from lot # 7296779 were returned by the customer. Customer states that lot# and exp. Date were printed on the edge of polybag and hard to read. The returned poly bag was examined and exhibited the lot number and expiration date printed on the poly bag without any observed defects. A review of the device history record was completed for batch# 7296779. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 8099658. All inspections and challenges were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lot # and expiration date were printed on the edge of a polybag of bd ultra-fine¿ insulin syringe, and it was hard to read.